Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted the device was not shown. It was reported that the device produced only a partial seal of the vessel. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a renal transplant procedure, the device was able to seal the gonadal veins (average thickness 3-5mm) on the kidney in-vivo. There was no regrasp alert, an end tone was heard and there was evidence of energy delivery. However at ex-vivo when it was treated with organ perfusion solution at the donor patient's blood pressure, the sealed gonadal vein opened up allowing leakage. It was around 10-15 minutes when the organ was outside of the donor at the time the partial seal was noted. The repair of the partial seal took 5 minutes and there was a 5 to 10 minutes delay to the kidney recipient surgical time. There was no bleeding noted at the gonadal vein seal after the kidney was fully transplanted and reperfusion in-vivo. The user did not experienced any device issues during the primary procedure. The generator's settings were diathermy cut and coag at 30w; ligasure default setting. The device were cleaned every 5-10 activations or so. It was impossible to tell how many good seals were completed before the problem occurred, even sealing of omentum fat is also considered sealing, but gonadal veins (the complained leaked structure) was one of the few firsts to be sealed. Therefore, the defect had to be stitched with suture before being implanted into the recipient.